Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure difficulty was encountered when placing this right ventricular (rv) lead but finally the lead was implanted. The right atrial (ra) lead was placed next but it was noted that the patient's blood pressure dropped and the patient lost consciousness. Pericardial fluid was noted on the echography. The patient later regarding consciousness and the ra lead was connected to the device. It was noted that the perforation may have occurred during rv lead placement. One day post implant the patient was checked on the echography and blood was seen from a different location compared to where the leads were implanted. The patient will be evaluated to see if another revision is needed. At this time the system remains implanted. No additional adverse patient effects were reported. Additional information provided noted no intervention was taken due to the perforation and defibrillation was successful.